Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a left heart catherization interventional procedure using a 6f sheath. Reportedly, during use of the first proglide device, a cuff miss [suture retrieval issue] occurred. The device was replaced with a new proglide, but again there was a cuff miss. A third proglide was used but during advancement, the device was bent between the distal guide and sheath, so the device was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.